Event description:
It was reported that the patient felt pain at the infusion site (leg) and when the pod was removed it appeared that the needle was still visible, indicating it did not retract back into the pod at activation as intended.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.